Event description:
Healthcare professional reported left side deflation against the device. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Additional, changed, and/or corrected data: d6a, e1.

Event description:
Healthcare professional reported left side deflation against the device. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: one opening observed on posterior side assessed as fold flaw opening. Additional observations: creases were observed. Wear abrasion observed. White calcification observed on the surface of the shell. No further actions are required as the device was implanted.

Event description:
The device has been explanted and replaced.